Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had unexplained no delivery, battery life diminished, rejected battery and scratches on screen hard to see screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No failed battery test alert, no delivery alarm and no unexpected battery power loss anomaly during test noted. Device received with minor scratched lcd window.